Event description:
A trilogy100 ventilator was returned to the manufacturer for routine preventative maintenance. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was confirmed that there was no error recorded in the error log indicating a device failure. The issue of the whole screen turns black, and the display contents are not able to be viewed was confirmed by an operational check. It was determined that the issue was caused by the lcd failure, therefore the lcd was replaced to address the issue. Periodic maintenance 2 was performed. The following parts were replaced as regulated to prevent failure: exhaust fan assembly, pollen filter, 43 micron filter. Cracks in the coating of the internal battery cable were confirmed, therefore the internal battery was replaced preventively.